Manufacturer narrative:
Device evaluation: a review of the device history record has been completed. No deviations or non-conformances noted. The device related to the reported event of rupture was received on feb 11, 2020 with lot number 3041976. Visual analysis of the returned device identified underweight, broken shell. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage.

Event description:
Physician reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported a right side rupture. Device has been explanted and replaced.